Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified vein. A 4.0-4/4t/40 symmetry balloon catheter was advanced for dilatation. However, during initial inflation, the balloon ruptured at the tip of the balloon. The device was removed without any problem. The procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.